Manufacturer narrative:
Physio-control further examined the removed interface pcb assembly and determined that the cause of the reported issue was an electrical short between pins 23 and 25 of pcb-mounted jack connector, designator j31. The electrical short measured 900 ohms after humidity testing and prevented the device from powering on. The removed system pcb/interface pcb flex cable assembly was an ancillary part and there was no failure of the assembly.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue intermittently. Physio then replaced both the interface pcb assembly and the system pcb/interface pcb flex cable assembly. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. UDI = (B)(4).

Event description:
The customer contacted physio-control to report that during an event involving a patient that their device was difficult to power on. After multiple attempts, the device did power on and they were able to use the device for the remainder of the event. There were no adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were provided. Following the event, the customer advised that the device would not power off when the on/off button was pressed.